Event description:
It was reported that the 9800 system would intermittently not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage cable, and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.